Manufacturer narrative:
Investigation is still ongoing, results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2026, the error message "set up failed" with error code 3.100 is display. Rebooting the device did not resolve the issue.

Event description:
Reportedly, on 10-march-2026, the error message "set up failed" with error code 3.100 is display. Rebooting the device did not resolve the issue.

Manufacturer narrative:
Analysis of the returned subject device permit to reproduce the reported event. Upon reception, the transmitter is out of order and display the error message "set-up failed, code error 3.100". Review of the event logs established that the device was never connected. The sim card is deactivate automatically after a long period without connection from the transmitter. The main origin of the reported event could nto be established with certainty. The most probable hypothesis is that a hardware failure from unknown origin caused the reported behavior. This case is retained and utilized for trend purposes.